Event description:
The luer lock plug came off during injection on 100ml of visipaque contrast. The clave would not tighten on the IV. It seemed as if it was stripped of the threads. The pt was hooked up to the IV injector, it was flushed with normal saline (ns) and the white cap plug came off. We attempted to put on a new luer lock plug, but it would not tighten. We put on a clave connector and this remained intact for the procedure. The manufacturer response follows: we have not recieved follow up at this time.